Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) was protruding out of the patient skin. The device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) was protruding out of the patient skin. The device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Device was unable to be located after decontamination, however, the "known inherent risk" conclusion code was selected based on the field report of dehiscence. Analysis of the returned product would not be able to provide relevant information for dehiscence allegation. H3 other text : device was unable to be located after decontamination.